Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports the charging cable for their adc device melted while charging their reader. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk. At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. It was incorrectly inferred in mdrs that the customer reported that their adc issued cable caught on fire. However it cannot be confirmed at this time if the cable used by the customer was the cable specifically supplied by adc for use with the libre device as that information wasn¿t definitively provided at the time the complaint was reported and the cable associated with this issue has not been returned to adc for investigation. Section b5 has therefore been updated to remove the statement that the charging cable was an adc charging cable.

Event description:
Customer reports their charging cable melted while charging their adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk. At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports the charging cable for their adc device melted while charging their reader. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports their charging cable melted while charging their adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk. At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h-10 was incorrectly documented in the previous reports. Section h-10 has been updated to include the tripped trend investigation.